Event description:
It was reported the patient¿s device had ¿locked up¿ on them before. The patient meant the leads had shifted. The leads shifted as the patient was trying to get out of a chair and the intensity went up. There seemed to have been a little bit of ¿play¿ when the patient moved. The issues were noted to have occurred since implant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported the patient still had concerns with their device or therapy but was working with the physician or manufacturer representative (rep). The patient had an appointment on (B)(6) 2014.